Event description:
The patient, during the index procedure, experienced behavioral changes, aphasia dysarthria , and reflex changes. The patient was diagnosed with an ischemic stroke. The patient partially recovered with minor residuals. Also, during post-dilation with a non-cordis balloon the patient suffered an episode of transient bradycardia. Post-procedure, slow-flow was identified in the internal carotid artery requiring two aspirations to remove debris. Flow as improved. The patient is a female with a history of hypertension, diabetes, cardiac disease, and progressive transient ischemic attacks (tia) attributed to left carotid artery disease. The patient also had a previous right cerebral hemispheric stroke with left-sided symptoms. A previous angiogram and doppler revealed an 80% stenosis of the left internal carotid artery. The patient was enrolled in the study for carotid stenting. The physician made access to the patient in the right groin. After an arch aortogram and selective carotid angiograms were performed, a 035 tad wire was advanced into the left internal carotid artery and 5000 units of heparin was administered. A 6fr. Shuttle sheath was placed in the left common carotid artery and a 6mm angioguard distal protection device across the ica stenosis, and in the pre-petrous ica and successfully deployed. Next, a 7mmx40mm precise stent was positioned at the level of the internal carotid artery stenosis and deployed. There was some residual narrowing in the distal left common carotid, so the physician placed a 7mmx30mm precise stent, overlapping, to completely cover the lesion. The stents were post-dilated with a 5x30 viatrac balloon. During post-dilation, there were transient episodes of bradycardia. The balloon was removed and during final angiography, it was noted that there was slow-flow in the left internal carotid artery. An export catheter was advanced to the level of the angioguard, and a series of two aspirations were conducted to remove debris from the filter basket. The debris was removed and flow improved. At this point the angioguard was removed and there was debris in filter basket during final inspection. Final angiography showed normal flow, and patient stents were approximately a 20% residual narrowing. Intracranial injections were performed demonstrated no definite evidence of embolic disease. The procedure was successfully completed.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three cordis products involved with this event which is associated with mfg report # 9616099-2009-00143, 9616099-2009-00144.